Manufacturer narrative:
Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that this device was explanted due to suspected premature battery depletion. This device was replaced with a competitors device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was explanted due to premature battery depletion. This device was replaced with a competitors device. No additional adverse patient effects were reported. Several good faith efforts were submitted to the field for product return request. No response was received, and this device has not been returned for analysis.